Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited low pacing impedance. In-person device interrogation confirmed the low pacing impedance, widely varying p-waves and intermittent loss of capture. Programming adjustments on the supraventricular tachycardia (svt) discrimination, pacing mode and base rate were made prior; the ra lead was then explanted and replaced. The patient was in stable condition.